Event description:
The patient reported exposed and frayed wires of the power supply cable. The patient electronic unit and power accessories were replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection verified the power supply cable was frayed and wires were exposed. No damage was noted to the power extension cable or the power cord. A standard power supply was used for testing, and the unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.